Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was implanted for fecal incontinence. The cause of the high impendence values during implant was due to blood at the header of the battery. The was caused by blood on the gloves. To resolved this issue, they dried the blood. It was reported that the issue was resolved and the device was implanted on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative (rep) was in a case to implant a 97800. The caller indicated that they were having issues with the impedance values. The caller stated that they did not have issues with impedances during stage 1. With stage 2 the electrodes 0, 1, 2, and 3 had exclamation indicators and the pairs with c are >4000ohms. During the call the caller had the doctor put the ins in the pocket and they reran the impedance test. The caller indicated that there was not an issue with the impedance values after re-running the test. The caller stated that there was blood in the header and then ended the call. The caller indicated that they did not have time to provide any other information. The troubleshooting steps t hat were taken on the call resolved the issue.